Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A imp,tsv,4.1mm,sbm,13 (tsv4b13) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported device was located on tooth # 25 and the length of the device usage is unknown. DHR review was completed for the subject lot number (61140549). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (61140549) for similar event and no other complaint was identified complaint history review revealed that there are no existing non-conformances /CAPA/hhe/d/ie/product holds for the reported device related to the reported event. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information device malfunction was non-verifiable for the tsv4b13.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant removed due to fracture.